Event description:
During a coronary stent procedure, the physician experienced difficulty crossing a mid rca lesion that had not been pre dilated. Upon removal, damage to the stent was noted. No pt injuries or complications were reported.